Event description:
Ous MDR - it was reported that approx. 94 months after the implantation threshold increase was noted. The lead was capped and left in the patient. A new lead was additionally implanted. An event date was not reported.

Manufacturer narrative:
The medical product has not been made available for analysis and could therefore no be examined itself. The analysis is therefore based on the analysis of the production documents and the provided data. The manufacturing process of this lead was reviewed. All manufacturing steps had been carried out correctly. The production documents were without any anomalies. The impedance trend curve contained in the data showed values around 1900 ohm from (B)(6) to (B)(6) 2018. The increase in the impedance described in the complaint text could not be retraced based on the available data. The pacing threshold was at 2.8 v at 1.0 ms based on the test results from (B)(6) 2018. The course of the pacing threshold since the implantation was not available. If additional relevant information or the device itself should become available, the incident will be updated accordingly.